Event description:
It was reported that during a da vinci procedure, a piece of the monopolar curved scissors fell inside the patient and was retrieved during surgery. No patient harm, injury or adverse event was reported. No further clinical information was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. The complaint is being reported due to the following conclusion: during the da vinci procedure a piece of the instrument fell inside the patient and was retrieved during surgery. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.